Event description:
Reportedly, needle broke while releasing from instrument during functional use. Needle was recovered. No pt injury or tissue damaged reported. Procedure: lap gastric bypass. Pt sex: female.